Event description:
A consumer reported that after cataract surgery and intraocular lens (iol) implantation, she sees a "fixed dark shadow out of the left side of her eye and when light enters the eye in certain directions it has a very glisteny effect".